Manufacturer narrative:
Field service engineer (fse) was on site on (B)(4) 2008 to investigate the event. The fse performed system check, high sensitivity (hs) system check, and low level qc precision testing. All testing was within product specification. No definitive root cause can be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter inc., (bci) on (B)(6) 2008 regarding erroneously elevated accutni (troponin) result within the risk stratification range for one patient. Results were generated on the access 2 immunoassay system. It's unknown if the initial accutni results were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.